Event description:
It was reported that while in use on a patient, the ht70 ventilator generated an internal pressure transducer error, motor abnormality alarm and the ventilation stopped. Additionally, the color display on this unit had become thinner. There was no patient injury reported at the time of the event, but the information for patient intervention is unknown at this time.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The ventilator was repaired by the third-party service provider tokibo (tkb) and the reported event of "ventilation stopped" was not confirmed. Additionally, it was confirmed that the device was producing excessive operating noise. An internal inspection of the unit confirmed that pump and manifold assembly was "broken". The pump and manifold assembly was replaced. With the information available the investigation determines a plausibility of the reported loss of ventilation, likely due to a fault within the pump. A service history was performed. The serial number indicates that the unit is more than 2 years old and there has not been any service performed by medtronic within the past 2 years. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code method. Correction to section h6 component code h3 device evaluation summary: updated due to part return. It was reported that the ht70 ventilator generated an internal pressure transducer error, motor abnormality alarm and the ventilation stopped. Additionally, the color display on this unit had become thinner. The ventilator was repaired by the third-party service provider tokibo (tkb) and the reported event of "ventilation stopped" was not confirmed. Additionally, it was confirmed that the device was producing excessive operating noise. An internal inspection of the unit confirmed that pump and manifold assembly was "broken". The pump and manifold assembly was replaced. There was no information received on the display issue. One pump and manifold assembly was received for failure analysis. Visual inspection of the unit revealed shredded radial bearings at the right side of the pump. The unit passed motor speed calibration and then set to deliver ventilation at standard test settings and did so for five hours with no loss of ventilation or errors occurring. During the ventilation the pump did produce a rattling sound due to the shredded bearings. The cause of the reported condition could not be determined. A service history was performed. The serial number indicates that the unit is more than 2 years old and there has not been any service performed by medtronic within the past 2 years. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
N at this time.